Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was making a loud humming noise and resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway in engineering. The reported problem (will not power up) has been confirmed. Upon receipt the monitor was constantly resetting and unable to power up. The supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.